Event description:
Boston scientific crm received information that this cardiac resynchronization therapy defibrillator (crt-d), which is part of the shortened replacement window april 2007 population product advisory initially communicated on (B)(6) 2007 and implanted for >27 months, reached a monitoring voltage measurement of 2.60 volts and a charge time measurement of 18.2 seconds. There was a concern that the battery depleted earlier than expected. There were no reported adverse patient effects associated.

Manufacturer narrative:
Most recently, the boston scientific local area sales representative confirmed that this medical device was retained by the explanting hospital and is not expected for return. No further information is expected.

Manufacturer narrative:
This medical device currently remains actively in service without further issue. If new information were to become available, this report will be re-evaluated and updated. Most recently, this device was explanted for normal battery depletion and has not yet been returned to boston scientific. As new information becomes available, this report will be further evaluated and updated.